Event description:
It was reported that during the implant procedure while closing the pocket, the programmer displayed abnormal electrograms and rising capture thresholds on the atrial lead; cardiac perforation was suspected.  The lead was explanted and the device was programmed to vvi; a new lead was not implanted due to difficult patient anatomy.  Post-operation echocardiogram was clear. There were no patient consequences.